Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was missing. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated during functional test; but another issue was found. The event history log showed multiple high alarm displayed: cassette locked but not latched messages; so, a cassette was attached to a pump for testing, and the latched lock flex did not respond. The latched lock flex sensor was found to be inoperable and the cause of the reported issue. The latched lock flex sensor was replaced as corrective action. The root cause was unknown. There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. An internal scar has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that during a returned order service test a "cassette not attached" error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device operator is unknown. No information has been provided to date.